Event description:
It was reported that, during a vaginal repair procedure using a capio slim, the device misfired. Another device was used to successfully complete the procedure, with extended operating time reported. No further patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire.